Event description:
The customer reported that the keypad was unresponsive on the insulin pump. The customer also reported not being able to clear an alarm. The customer declined to provide the blood glucose value at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip and a missing end cap sticker.